Manufacturer narrative:
Review of device history record will be performed. Device still implanted.

Event description:
On (B)(6) 2016, a female patient was successfully implanted with a perceval sutureless heart valve (size l, serial # (B)(4)). One week later on (B)(6) 2016 the patient developed a cardiac arrhythmias (unknown if device-related). A pacemaker was also implanted on (B)(6) 2016. The patient was finally discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
The results of the document review for the perceval - pvs 25/l - sn (B)(4) confirmed that the device satisfied all material, dimensional and performance standards required for a perceval valve size 25/l at the time of manufacture and release. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008) without information on the preexisting condition in the patient, the root cause of this issue cannot be determined.